Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that the pump got swept into the ocean by a wave. The backlight turned back on but nothing else comes on the screen when the battery was put back in the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.